Event description:
Pt status post l2-s1 pangea instrumentation returned to surgeon complaining of severe back pain. Surgeon revised pt and noted one 8.0 mm ti pangea polyaxial screw head popped off the screw. Surgeon felt the instrumentation was loose and he revised the pt to seven (7) larger screws.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.